Event description:
It was reported that the inflatable penile prosthesis (ipp) pump migrated upwards in the scrotum during the healing process because the patient did not pull it down .the ipp pump was repositioned and the reservoir tubing was trimmed because it was too long. Nothing was removed. The patient is doing great and in recovery.